Event description:
It was reported that the ortholock ex-pin 3x110 broke during extraction. The broken piece was successfully removed from the patient but it is not available for evaluation. No medical intervention was required; no serious injury was associated with the event. The procedure was successfully completed under navigation with a readily available alternate pin from a different lot number.

Manufacturer narrative:
The reported event that two pins broke in the drill during extraction was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke during extraction. The broken piece was successfully removed from the patient but it is not available for evaluation. No medical intervention was required; no serious injury was associated with the event. The procedure was successfully completed under navigation with a readily available alternate pin from a different lot number.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated. Please note that this report if for two ortholock ex-pin 3x110 with the same catalogue number and the same lot number.